Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 580 mg/dl, which was treated with manual injections. Advised may want to try shorter cannula or sure t. Customer wants to try shorter cannula and shorter tubing length advised will send a box of 10 customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Product was not returned.